Event description:
The complainant reported an underdelivery where the feedings are behind 500ml to 1200ml per 24 hrs. The feeding rate is 80ml/hr over a period of 20 hrs.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.